Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Device photo evaluation: visual analysis of the photographs identified: -capsular contracture: unable to observe since it is not related to the device. -crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 h6 laboratory analysis summary device photograph(s) for the device related to the reported event of capsular contracture and crease folding of implant was requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported the device has been discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade iii. MRI diagnosed breasts with heterogeneous fibroglandular tissue, showing slight post-contrast parenchymal enhancement. Single lumen breast implants, in a pre-pectoral position, with no signs of elastomer collapse or extracapsular leakage. Radial folds compatible with elastomer folds. The implants have a properly positioned posterior seal. Lymph nodes of usual axillary appearance, level I. Device remains implanted.